Event description:
Healthcare professional reported "capsular contracture, baker grade unknown" against right device. Healthcare professional later called and reported right side capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
(Mobile number): +(B)(6). (Fax number): (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: creases is observed. No further actions are required as the device was implanted.

Event description:
Device has been explanted.